Event description:
It was reported that the patient's generator showed high impedance "for years," but since the patient was still responding to vns therapy no intervention was taken. It is unknown when the high impedance was first seen. Then, the patient began to have increased seizures, so the patient was sent for generator replacement. During surgery, the surgeon visually confirmed incomplete pin insertion between the generator and lead. The generator was replaced, and with the new generator implanted the impedance was ok. The explanted generator was discarded. No additional relevant information has been received to date.